Manufacturer narrative:
The customer reported a ring artifact on patient images. There was no report of misrepresentation as a result of this issue. A philips field service engineer (fse) went onsite and visually confirmed the customer¿s allegation. The fse confirmed there was no patient harm. The fse evaluated the system and found that the compensator in the a-plane collimator was broken and no.11 and no.29 detector modules were failing. The fse determined that the cause of the artifact on the images was due to a crack in the compensator. The fse ordered the necessary parts and then replaced the a-plane collimator and the detector modules to resolve the issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.